Manufacturer narrative:
Mdrs 2517506-2019-00248 and 2517506-2019-00249 were filed for the same event. Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely elevated cardiac troponin I (ctni) result. Hsc has reviewed the instrument data and the information provided. No product non-conformance was identified with the assay or analyzer. The sample was above the reference range for the alternate non-siemens troponin I methodology. The customer pre-treated the sample with a heterophilic antibody blocking treatment and there was no change in results. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 1500 instrument. The result was reported to the physician(s) and questioned. The same sample was also processed using the siemens high sensitivity troponin I (tnih) method and a lower result was obtained. The same sample was reprocessed on two alternate non-siemens methodologies and lower results were obtained relative to the customer's respective reference ranges. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.